Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for t-wave oversensing and lead noise was observed. Noise was not reproducible and x-ray revealed no anomalies on the lead were present. The device was reprogrammed. The patients condition is stable following the event.